Event description:
Patient dry weight 108.5, patient in at 113.7 target wt. Loss 5.5. Patient experienced nausea, shortness of breath and vomiting toward end of treatment with drop in blood pressure to 102/58. 1000 cc saline administered and patient released. Nurse reported repeated dialysate pressure high alarms through the treatment.